Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient got their implantable neurostimulator (ins) about seven years prior to the date of this report in order to cover pain in their hand. The consumer stated that the patient just had their ins removed and inquired what to do with the external equipment. It was further reported on (B)(6) 2018 that the patient's ins helped a lot, but still left some sort of vibration that was annoying. This was uncomfortable for the patient and led them to having the device removed. The consumer mentioned that the patient was using a marijuana cbd oil now that they would rub on the pain site and it worked much better. The ins didn't cover the patient¿s pain constantly and wasn't a total cover up. This had been an issue since the patient was implanted about seven years ago. The consumer stated that the explant occurred about a month or two prior to the date of this report. It was noted that the pain was never really resolved. No further complications were reported or anticipated. Indication for use is unknown.